Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. D6a - date of implant is unknown. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.